Event description:
A dreamstation auto CPAP with humidification and heated tubing (dom) device was returned to a third-party service center as part of the voluntary field safety notice and recall notification concerning the sound abatement foam used in certain CPAP, bipap, and mechanical ventilator devices. There were no reported incidents of serious patient harm or injury, and no indication of medical intervention was required. During the evaluation, the service center conducted a visual inspection of the device. The inspection revealed a scratched lcd screen, scratches on the upper enclosure, damaged buttons on the upper enclosure, and evidence of foam particles inside the blower. The device was deemed functional and ultimately repaired. Further investigation cannot be conducted at this time. If any new information becomes available, a follow-up report will be issued.